Event description:
Dental implant was explanted due to inadequate osteointegration. The dr indicated that the reason for implant loss was due to loss of primary closure and exposure of the graft material. The dr also reported failure of the graft material to stabilize as a contributing factor. Purulence and peri-implantatitis were noted.